Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displaying a "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The root cause of the issue was due to the communication error between the drive train motor and the processor board during active operation. The autopulse platform is a reusable device and was manufactured in august 2007. The device has been operating for over 11 years and has exceeded its expected serviceable life of 5 years. Evaluation of the platform during initial power-up, revealed a system error, out of service, revert to manual CPR message. The platform was connected to the autopulse vision software and the error message was able to be cleared. No physical damage was observed during the visual inspection. The archive data review indicated system error (latch error 203 - mailbox full) was observed, thus confirming the reported complaint. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was used during a call on (B)(6) male patient in cardiac arrest. The cardiac arrest was unwitnessed and the patient was found pulseless. The patient was placed on the autopulse platform. The platform stopped compressions and displayed a "system error, out of service, revert to manual CPR" message. The use of the autopulse was discontinued and manual CPR was performed. Rosc (return of spontaneous circulation) was achieved and the patient was delivered to the hospital with the pulse. No patient consequence was reported.